Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the customer reported the handle with quick coupling top of handle broken. The repair technician reported the swirling cap is missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: swirling cap. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.111.038, lot: 2731306, manufacturing site: bettlach, release to warehouse date: 05.may 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: lxh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection on (B)(6) 2020, several issues were noted. The multi hole wire guide tip has been damaged; guide wires cannot go through. The ratcheting screwdriver handle is chipped. The flexible shaft connector for use with jacobs chuck is missing the internal part that locks in shaft. And the handle with quick coupling is broken at the top of the handle. There was no patient involvement. This report is for a handle with quick coupling. This is report 4 of 4 for (B)(4).